Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was scheduled for lv lead replacement after high, out of range pacing lead impedance and no capture was observed. It was noted that the patient lifts weights and was recently involved in a mountain biking accident. The procedure was canceled after discovering that the subclavian vein was occluded. The physician also noted a fracture on the lead under the clavicle. No further details regarding lead replacement are available at this time. Patient was asymptomatic.